Event description:
(B)(6) and insulet manager, reported via email that a pt was admitted to the hospital with an infusion site infection. Messages were left for the pt's parents to collect additional info, but they did not call back.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to pt 's infusion site infection and hospitalization. No qualification and sterilization records were reviewed because no product lot number was reported. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."